Manufacturer narrative:
(B)(4). Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Pump received with cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube.

Event description:
Information received by medtronic indicated that back of the insulin pump and clip rail was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.